Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. One photograph of the explanted 19 mm trifecta bioprosthesis was received from the customer. The image received showed the outflow side of the valve. In the image, the sewing cuff and leafets appeared to contain blood/body fluids. What appeared to be granular tissue was observed on each stent post. Due to the limited view of the device no additional observations were able to be made. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported event remains unknown.

Event description:
In (B)(6) 2014, an aortic valve replacement was performed and this 19 mm sjm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to calcification and high gradients.